Manufacturer narrative:
B5: additionally, the location of the leak was unknown. No alarm was triggered. The event occurred ¿when the machine was just turned on¿. H10: the actual device was not available; however, the device was evaluated on site by a non-baxter technician. During visual inspection the technician found that a connector (silicone connector) was aged and cracked (not reported which connector). The reported condition was verified. As the machine remained on-site, no further testing could be performed. Therefore, a more comprehensive device analysis could not be completed. The component was replaced, and the machine was returned to service without any other problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified connector on an ak 96 machine during hemodialysis therapy. During visual inspection, one of the connectors was observed cracked and aging. The part was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.